Event description:
Reporter stated that pt was experiencing high blood glucose levels (250-300 mg/dl), which was treated by bolusing (sliding scale). Patient's blood glucose then became erratic (20-300 mg/dl) during the sliding scale self-treatment. At one point, patient's blood glucose went low (20 mg/dl), and he was given a tube of instant glucose and some orange juice. The next day, the pt had a blood glucose of 270 mg/dl, so pt disconnected from device and delivered 6 u of insulin via injection. Patient's blood glucose then came down to 140 mg/dl. Patient has continued using injections since that time, and his blood glucose has been normal. Reporter alleged that device was at fault for blood glucose issues. No medical treatment was received.